Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument's wire could be seen poking out in the silver part at wrist articulation. The surgeon was unable to have full wrist articulation. There was a delay of 15 to 30 minutes. No fragments fell into the patient. The procedure was completed with no reported injury.